Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential of adverse event due to foggy image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "moisture inside scope" was confirmed. According to henke: scope has been evaluated as a level 2 repair due to the distal/fiber damage, internal moisture, heavy scratches/residue and corrosion. Probably root cause for this failure is: the complaint has been confirmed, however has been determined to be from customer use and handling. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a potential of adverse event due to foggy image.